Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor passed the motor test. The insulin pump had cracked battery tube threads and a cracked belt clip slot at the battery tube threads area.

Event description:
It was reported that the insulin pump alarmed motor error 5 to 6 times over the last month and a half during bolus attempts. The blood glucose reading was 165 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.